Event description:
Our affiliate is reporting that during an acl repair, a portion of the distal end, approximately 1" (2.5 cm), of a rigidfix trocar broke off into the patient's condyle, within the tunnel area. The surgeon moved medially, made another stab would and drilled out the trocar fragment. The complaint reporter states that at the time of failure both the guide tube and the trocar galled together and generated enough heat to cause a patient burn at the original stab site. The area of tissue necrosis was removed, other than this no other treatment for the burn is known. Both of these interventions added approximately an hour to the procedure. The case was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
The complaint device has just been received and is at this point in time awaiting evaluation. Also, the device lot build records and complaint history are being reviewed. At the end of all of this, what ever conclusions can be had will be reflected in the follow-up report.